Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately eight weeks post chronic catheter placement, the catheter was allegedly found dislodged and there were no exit sutures; however, mepilex with border and statlock were in place. It was further reported that significant blood loss was observed. Reportedly, peripherally inserted central catheter was inserted. The patient was reported as stable.